Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was not verified in the black box nor duplicated in the evaluation. Review of black box data did not find any evidence of short battery life. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The electrical draw readings were within specifications. Pump casing was opened and no evidence of moisture or intermittent connection to the printed circuit board was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was available. Attempt by the customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.